Event description:
While attempting to defibrillate a patient in cardiac arrest the device failed to discharge with electrode pads attached. The clinician obtained another device to continue treating the patient. The patient subsquently expired.